Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's display was cracked and she was unable to read one side of the screen. Blood glucose level at the time of the incident was 189 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.